Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer is stating that the unit will shut down with no alarms or lights.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the pilot valve was not shifting fully causing the unit to shut down, which confirmed the original complaint issue. However, there is no indication that there was a failure of the alarms/lights. Therefore, this is no longer an FDA reportable event.

Event description:
Dealer is stating that the unit will shut down with no alarms or lights.